Manufacturer narrative:
Concomitant product: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that following an appointment with the health care provider (hcp) about 1.5 months ago, the patient stated experiencing a gradual onset of pain in his left arm and shoulder. It was also noted that his "left arm was lower than his right arm." The patient also reported that the hcp tried to adjust the patient's stimulation two times but has not been successful. An MRI was scheduled for a hcp to assess the patient's arm/shoulder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.